Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation and had stimulation on at program 2 at 0.2v. Stimulation was increased to 2.2v and patient felt stimulation on their right rib, but then the feeling went down to the groin. It was later noted that the stimulation sensation on 2.2v went away and they no longer felt anything. It was noted that the patient did not want to change programs before talking to their doctor, because they had a pacemaker on the same side as their device. Patient's symptoms had been since implant, which was a day before the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the reported issues were unrelated to the ins or therapy. There were no further complication reported or anticipated.